Event description:
The customer called to report a blank display. The customer then stated that she was hospitalized for low blood glucose levels. The customer stated that she was in a coma for a week due to the low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.